Manufacturer narrative:
This product is not marketed in the us. (B)(4). Result: work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14 diopter, in the patient's left eye (os). The patient experienced refractive change overtime. On (B)(6) 2015, the lens was exchanged for the same size and diopter. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection of the returned product found the lens optic torn. One haptic was torn and bent. There was evidence of clear surgical residue/debris on the lens. (B)(4).